Event description:
A customer reported that a type (B)(6) donor sample resulted as type a negative on galileo echo instrument m00392.

Manufacturer narrative:
A review of the image files showed that the sample tested as type a negative. The well containing the anti-d reagent appeared to have very little red blood cells dispensed into the well. An immucor field service engineer performed the unexpected reaction checklist. The probe assembly and rinse station were replaced. The cleaning station and robot were cleaned. Daily maintenance, qc, aborh and 2-cell screening assays performed with acceptable results. The instrument is performing as expected.